Event description:
The following has been reported by customer: this pump continuously has an error code of an "air bubble" when inserting an IV line. All areas have been clean and wipe as per protocols and still displays air bubble error message. No patients were involved, other than trying to use the pump for the start of an infusion. Writer was able to get another pump, that was available in the clinic to complete treatments. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), that information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a air sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. Please be informed that an internal CAPA was opened for defective air sensor but as the reported event is not confirmed it cannot be directly linked to it. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.